Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. The insulin ump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 130 mg/dl value properly from glucose meter. No spots on the display and no obvious insulin odor noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that they were experiencing low blood glucose readings of 43 mg/dl at the time of the call and has treated with food. Customer also stated that they had low blood glucose readings of 51 mg/dl today and the sensor was reading 134 mg/dl. Troubleshooting was performed and the drive support cap was noted to be normal. Customer mentioned that while changing the reservoir they unscrewed the plunger incorrectly and the insulin pump was exposed to fluid. Customer noticed dark spots on the screen of the insulin pump. Insulin pump is being returned for analysis.